Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the neuro tip, bearings and crani bracket (scratches and abrasion) of the craniotome device were damaged. It was further observed that the ball bearings had fallen apart and the balls and cage were missing. It was further determined that the device failed pretest for visual assessment (bracket), cutter insertion (ball bearing) and lock operation (rattle). It was noted in the service order that the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it failed cutter insertion (cannot insert cutter) and the neuro-tip leg had been drilled into. It was determined that the cutter device could not be inserted because the bearings were worn out and broken, creating a situation whereby the cutter was not able to be inserted. That was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings. It was further determined that the issue was due to normal use and servicing over time. It was determined that the neuro-tip leg was due to excessive lateral force placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The damage was caused by user error. The assignable root causes were determined to be due to user error and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.